Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient was at home alone and was not feeling good. At 1:00pm, the patient started to throw up and called his mom around 4:00pm. The patient's mother has the follow app and stated that the patient's values were in range (no values provided). When the mother got home, the patient's cgm was 72 mg/dl but they couldn't find the patient's glucometer. She gave the patient's sprite and pepto. She called the patient's doctor but the doctor did not have available appointments so the mother took the patient to the hospital around 5:00pm. At the hospital, they checked the patient's bg and it was 487 mg/dl and the cgm was 77 mg/dl. The patient was treated with potassium, antibiotic, IV fluids, insulin drip and zofran. The patient was discharged from the hospital on (B)(6) 2024 at 8:30am. Prior to discharge, the patient's bg was 186 mg/dl and could not compare the cgm reading because the patient's battery on their phone had ran out. When the patient got home on (B)(6) 2024, the cgm was displaying "low". On that same day, the cgm was displaying 105 mg/dl while the bg was 415 mg/dl. At the time of the report, the patient was feeling exhausted and weak. Data was evaluated and the allegation was confirmed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was not feeling good. The reported glucose values fall within the d zone of the parkes error grid when the patient arrived at the hospital. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2024. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.